Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarms noted. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that esc and up / down buttons are not responding at all and all other buttons were responding intermittently. Customer's blood glucose was 350 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.